Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device had only been implanted for two years and the battery voltage had dropped to 2.59 v with minimal pacing occurring. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found a reversed mounted capacitor, which caused high current drain, resulting in low battery voltage and elective replacement indicator. Normal current consumption was measured after the capacitor was removed from the hybrid.